Event description:
Baxter reports the clamp on the home patient's transfer set would not close. No patient injury or medical intervention was associated with this incident per initial report.

Manufacturer narrative:
A device sample is anticipated, but has not yet been received for evaluation. A follow up report will be submitted when the evaluation is completed.